Event description:
A customer in (B)(6) reported to biomérieux that they have obtained a misidentification of aerococcus urinae as mycolplasma genitalium with the vitek ms instrument (ref. (B)(4), serial number (B)(4)). Internal investigation was initiated and has been completed.

Manufacturer narrative:
Context: a customer in (B)(6) reported to biomérieux that they have obtained a misidentification of aerococcus urinae as mycolplasma genitalium with the vitek ms instrument (ref. (B)(4), serial number (B)(4)). Investigation: device history record and complaint trend analysis. There is no historical CAPA related to the customer¿s complaint. A complaint trend analysis was performed for complaints associated with the reported misidentification. There is no trend identified. Investigation results: fine tuning (ft): status good at the time of acquisition. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Spot preparation technique needs to be verified with the customer. Knowledge base (kb) review: the expected identification is unknown because no reference method was used to confirm the expected identification. However, the suspected identification (aerococcus urinae) is present in vitek ms kb v3.2. As the system was operational during customer's tests, it should identify this strain correctly. Sample data analysis: according to data provided, the misidentification result was obtained from the spectra having the lower number of peaks (31) in comparison with the calibrator mzml files (86 and 88). Below 30 peaks, the system return bad spectrum information (notenoughpeaks). When the number of peaks is just over 30, the risk to get ¿doubtful¿ results is high due to a lack of information (missing peaks, not enough peaks to eliminate candidate identification). Moreover, the misidentification was obtained with a low identification score (-0.36) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Analyze of spectra shows that customer sample spectrum was noisy without peaks with good intensity in comparison with the calibrator spectra. Based on this observation, a non-optimal spot preparation of the sample strain (culture, spot, different operator) is suspected. Root cause analysis: non optimal spot preparation.